Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the ER after receiving inappropriate atp and shocks. Review of the session records revealed svt that proceeded to vt/vf. Several episodes were caused due to variation in p-waves causing inappropriate rate branch diagnosis. Recommended programming changes will be discussed with the ep. The patient was stable post-event.